Manufacturer narrative:
The monopolar insert (cev611-1) was returned to the manufacturer for further evaluation: the device history record (DHR) was reviewed and no anomalies related to the reported failure was observed. Failure analysis: evaluation of the product or objective evidence verified the complaint as valid. The mobile jaw was broken at the angle area. The breakage area was corroded. It suggests the presence of a crack prior to the breakage. No manufacturing or material defect was detected. Root cause: considering that no material or manufacturing defect was found and that there was evidence of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use or reprocessing, which weakened the jaw and progressively led to the reported event. This phenomenon was increased by the form of the jaw: the angle after the fixing part weakens the jaw and can generate a crack. This device was manufactured prior to the design change in nov 2017.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that one jaws of the insert (cev611-1) broke during urology surgery. The device fell into the patient's abdomen, causing a small lesion to the patient's liver. The operator was able to recover the fragment, and the procedure was successfully completed. Surgical time was increased for unknown duration.